Manufacturer narrative:
Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2011, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a pump system being used to deliver hydromorphone 12.5 mg/ml (milligrams per milliliter) at 3.9 mg/day, clonidine 75 mcg/ml (micrograms per milliliter) at 23.25 mcg/day, and bupivacaine 7.5 mg/ml at 2.3 mg/day for non-malignant pain and failed back surgery syndrome. An MRI (magnetic resonance image) was done on (B)(6) 2016 and a 2.8 millimeter low signal intensity mass was noted near the tip of the catheter. It was noted that this may have been the tip of the catheter, so the MRI was going to be repeated with contrast to confirm. The patient was reporting increasing pain. There had been volume discrepancies the last few refills. In (B)(6) 2015 the expected residual volume (erv) was 3.6 ml and the actual residual volume (arv) was 5.4 ml. In (B)(6) 2015 the erv was 3.3 ml and the arv was 5.1 ml. The last refill on (B)(6) 2015 had an erv of 2.4 ml and an arv of 4.4 ml. The patient's dose had been 6 mg/day but was currently 3.9 mg/day (hydromorphone). Additional information as requested from the hcp to determine the results of the second MRI with contrast, if any additional troubleshooting was performed, if any actions/interventions were taken, and if a root cause for the event was determined.